Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the down arrow and ok keypad buttons were intermittently unresponsive and required multiple hard button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that that the up arrow and ok keypad buttons were intermittently responsive. The down arrow and contrast keypad buttons responded appropriately. There was evidence of keypad contamination found under all key contacts.